Manufacturer narrative:
The customer reported that the csm-1901a (g9) bedside monitor screen went black and no vitals could be seen on it. They stated the event occurred (B)(6) around between 7 - 8am, but the issue was reported to us (B)(6). When the screen went completely black the bsm-1700 was undocked from it, but nothing happened. They redocked it (screen still frozen and black) and removed it again the bsm-1700 started showing waveforms. Once waveforms appeared on the 1700, they redocked it to the csm-1901a, and the waveforms appeared again on the csm-1901a display. There was an interruption of patient monitoring during the time. It appears during this time, somehow the patient became discharged (without intervention) from the central nurse's station (cns) where it was being monitored, and they believe the patient was not discharged by a user. There was no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The customer reported that the csm-1901a (g9) bedside monitor screen went black and no vitals could be seen on it. They stated the event occurred (B)(6) around between 7 - 8am, but the issue was reported to us (B)(4). When the screen went completely black the bsm-1700 was undocked from it, but nothing happened. They redocked it (screen still frozen and black) and removed it again the bsm-1700 started showing waveforms. Once waveforms appeared on the 1700, they redocked it to the csm-1901a, and the waveforms appeared again on the csm-1901a display. There was an interruption of patient monitoring during the time. It appears during this time, somehow the patient became discharged (without intervention) from the central nurse's station (cns) where it was being monitored, and they believe the patient was not discharged by a user. There was no harm reported.

Event description:
The customer reported that the screen on the core unit (g9 monitor) went black and no vitals could be seen. There was no harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that the screen on the core unit (g9 monitor) went black and no vitals could be seen. They redocked the bsm-1700 unit, which resolved the issue. There was an interruption of patient monitoring during this time. The patient appeared to have been discharged from the central nurse's station (cns) without staff intervention. The device logs were sent in for nk evaluation. No patient harm was reported. Investigation summary: the reported issue of the g9 monitor discharging a patient and the screen going black was confirmed by nihon kohden technical support (nk ts). The cause of the issue was a discharge operation having been performed at the cns, per the device logs. The discharge operation also caused all values to disappear which explains the reported black screen. There is no evidence of an nk device malfunction. The root cause is likely related to use error. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to trend and monitor the reported issue. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6 b6 - b7 attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer stated that they are unable to provide this information additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the csm-1901, the customer stated that they do not know the serial number of the bsm-1733 which was no information (ni). Central nurse's station model:(B)(4) sn: (B)(6) bedside monitor model: bsm-1733 sn: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.